Manufacturer narrative:
Block h6: device code a0413 is selected to represent the reportable event of material separation.

Event description:
It was reported during the procedure, the lens of the scope got separated and was retrieved using a basket. To complete the procedure, a new scope was used. There were no patient complications reported.